Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was subsequently reported that the lead was revised and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected pacing lead dislodgement and an 'ultrasound was requested to examine loose pin and perforation'. It was reported that the patient experienced bradycardia. It was reported that the pacing lead exhibited pacing failure and intermittent loss of capture. It was reported that the lead exhibited diminished sensing and diminished thresholds. The lead will be re-programmed. No further patient complications have been reported as a result of this event.